Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7 mm micl 13.7 , -11.0 diopter, implantable collamer lens into the patients right eye (od) and removed it on (B)(6) 2018. During initial surgery due to observation of excessive vault and significant reduction of irido-corneal angles. On (B)(6) 2018 the lens was exchanged for a shorter length lens. The exchange resolved the problem. Additional information reported; patient has residual astigmatism with plans for prk (photorefractive keratectomy) in 1 month.

Manufacturer narrative:
Corrected data: (B)(4).